Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: eval on-going.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Needle attachment results before releasing the product were 1.71 kgf in average and 1.02 kgf in minimum and fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment.